Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/5/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. The reported issue of a separated or broken catheter was confirmed upon inspection of the returned sample. Bd cannot determine the cause of the indicated failure. The reported failure is one that is highly unlikely and is rarely observed. Throughout the entire production process each catheter is observed for defects or abnormalities and if one is detected, they are removed from the line. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 18 ga 1.25 in experienced a catheter that broke/separated from the hub. An ultrasound was performed on the patient where a broken portion of the needle/cannula was found embedded within the patient. The incident required a doctor to perform a "skin nick" to remove the broken cannula/needle piece. The following information was provided by the initial reporter: material no: 383594 batch no: 0294778 an 18g nexiva diffusics was placed in the right ac on a 49 yo woman for an outpatient cta. IV was inserted with ease, no recannulation. Scan was performed at 6ml/325 psi with no issues. While the nurse was removing the IV (post-scan) she felt a "pop" while trying to remove the catheter. When the catheter came out, she felt like part of it was missing. She used an ultrasound to scan the arm and could see the remaining aprox 1cm of catheter in the sub q tissue. The portion of the catheter with fenestrations was in the tissue. A doctor performed a skin nick to remove it. Both pieces were kept and are available to send back.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 18 ga 1.25 in experienced a catheter that broke/separated from the hub. An ultrasound was performed on the patient where a broken portion of the needle/cannula was found embedded within the patient. The incident required a doctor to perform a "skin nick" to remove the broken cannula/needle piece. The following information was provided by the initial reporter: material no: 383594 batch no: 0294778 an 18g nexiva diffusics was placed in the right ac on a (B)(6) yo woman for an outpatient cta. IV was inserted with ease, no recanulation. Scan was performed at 6ml/325 psi with no issues. While the nurse was removing the IV (post-scan) she felt a "pop" while trying to remove the catheter. When the catheter came out, she felt like part of it was missing. She used an ultrasound to scan the arm and could see the remaining aprox 1cm of catheter in the sub q tissue. The portion of the catheter with fenestrations was in the tissue. A doctor performed a skin nick to remove it. Both pieces were kept and are available to send back.